Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No cs 215 alarms or other warnings occurred during testing. The device performed within specifications. The original complaint of a cs 215 call service alarm issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cgm alarm (cs 215) was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.